Event description:
The customer received a blood glucose reading of 120mg/dl on the contour next link 2.4, retested on a contour and the reading was 246mg/dl. She had symptoms of dry mouth and sweating, which she attributed to low blood glucose, so ate something sweet. She thought it was yogurt but could not remember. Outcome after doing so, was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to her.